Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while loading an exam via universal serial bus (usb), the navigation system loaded the image slower than expected. It was noted that the monitor of the camera cart lost display functionality. The main cart of the navigation system displayed that the exam was loading. It was reported that the site cancelled the image transfer, moved the usb to the main cart of the navigation system and started the transfer. It was noted that the camera cart then enter bios and linux code was present on the screen. The monitor was then reconnected. It was reported that the pcoip splash screen appeared prior to the monitor losing display functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Initial reporter updated to proper value. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue had not recurred since the previous instance. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: provided software information has been reviewed and found the camera communication was functioning normally. Possible bad pcoip box or pcoip firmware issue. Not a software issue. If information is provided in the future, a supplemental report will be issued.